Event description:
It was reported that the patient was presented in clinic for a routine follow-up and the right atrial lead exhibited noise. The lead remained implanted and the patient would be monitored.